Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that the patient was having implant battery issues and implant needed to be replaced. The patient reported when their battery charge level gets below half they crank stimulation up to 4 and when it is over half way charged they only need to go to 3 but when they are on 3 it reverts to 4 and with bending over the stimulation would shock them with discomfort. If patient is not around something they can hold on to they would fall when getting shocked. The patient indicated they have never had the shocking before. Patient was advised to disable the adaptive stimulation but they tried several times and was unable to do so. The patient was unable to get the sync button to turn the adaptive stimulation feature off. Patient was told there could be a "lead moving" that was causing the shocking issue. No further complications reported and/or anticipated at this time.